Event description:
Livanova received report of a malfunctioning erc clamp triggering an error message on the s5 system panel. Reportedly, the erc will not open or close. Customer confirmed the erc clamp is plugged into an appropriate outlet on the side of the s5 base. Reportedly, there was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in eau claire, winsconsin. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the clamp is in use at the customer site and it is functional. It was communicated that the reported issue was due to a user error (a new user who did not place tubing in the clamp prior to initialization). Reportability decision changes to not reportable event based on the fact that the clamp did not malfunction and that the reported message was solely due to user error.

Event description:
See initial report.